Event description:
It was reported that the tips fell apart during preparation for use. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Event description:
It was reported that the tips fell apart during preparation for use. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Manufacturer narrative:
(B)(4) new (sealed) units were returned to the manufacturer for evaluation. All units were visually inspected. It was observed that suction tubes connected to tip insert were not even / fully bounded. The glue applied was not uniform and not enough thru the connected parts. One (1) unit was found with the suction tube detached from tip base. Therefore, the claimed condition was confirmed. Based on the device risk documentation and evaluation of units received from previous similar events, the most probable root causes for this condition can be associated, but not limited to: the tip might break or fall off if the assembly of the tip is improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (not enough insertion of suction tube) or too much force applied during assembly at the manufacturing process. Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room or during device usage. Poor gap design for mating parts (suction tube and tip insert). The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received at manufacturer.